Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided.

Event description:
It was reported that during implant placement, the sinus has been perforated and had to be removed laterally. Waiting for healing (3 months) before placing a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Product evaluation: one implant, mount, and mount screw were returned for investigation. The reported event occurred at implant level and there were no allegations against the mount, and mount screw. Therefore, this investigation addressed only the implant and the reported event. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The implant could not be functionally tested for the reported failure (perforated sinus) as it is a medical event. Measurements were taken using a caliper. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Pre-existing patient conditions noted on the per were 'low bone density ¿ type IV'. The reported device was intended for tooth #16 (fdi). X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, under section 'warnings', it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review for the lot (1251819) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Complaint history review: complaint history review was performed for the reported lot number (1251819) for similar events (complaint category keywords: medical: perforated sinus) and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition.